Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was unable to be inserted into the lead. The lead was removed. The patient was discharged post procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of stylet was unable to be inserted was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead did not find any anomalies. A stylet could be fully inserted into the lead without any difficulty.